Manufacturer narrative:
As part of all complaint investigations, an attempt to evaluate the subject device as well as how the device was used was considered. In this particular case, attempts to obtain additional event info were made; however, thus far no additional info has become available. The stent remains implanted therefore, not available for eval. However, one image was available. The x-ray shows a lifestent placed in femoral artery. The stent heavily elongated in the middle section. However, no stent fracture can be determined. As no specific lot number was available no DHR review could be performed. Based on the image provided, the reported stent fracture could not be confirmed. However, potential product and non-product factors which may contribute to the reported issue have been considered. An insufficient pre and/or post dilatation, highly calcified vessel, pt condition, or the vessel anatomy may result into an irregular run over the length of the stent. An unintended movement of the delivery system during deployment may result into an irregular run over the length of the stent. An unintended movement of the delivery system during deployment may result in a stretched or compressed stent. Also, an excessive compression of the outer catheter during deployment may cause an inaccurate release of the stent. These factors may result in an irregular run of the stent after placement. In reviewing the current labeling, we found that the potential product and non-product related factors are addressed in the instructions for use (IFU). The current content sufficiently addresses this potential risk by indicating that occlusion and restenosis are a potential complication associated with the use of peripheral stents. It is stated in the IFU that pts with highly calcified lesions resistant to pta are contraindicated. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014.

Event description:
It was reported that a 6x170mm stent was implanted in the sfa down to the popliteal artery. A stent fracture was reported post implant.